Event description:
Healthcare professional reported "a right deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the anterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Yellow particles observed inside device . Wear abrasion observed on the device. Brown particles observed on the fill channel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. Device remains implanted. This relates to the right side.